Event description:
It was reported that the patient experienced pain at the pocket site. The insertable cardiac monitor was explanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported event of pain at pocket site could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality.